Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient saw the ¿no device found¿ error message and was not able to charge their ins. They stated that they kept seeing the no device found error message. They also mentioned that they were in a recent accident in (B)(6) 2018, but it was minor and they stated that their device was working fine. During the call they also mentioned that they were ¿hurting in the area,¿ and they stated it started about three to four days ago, because they could not get their patient controller to charge their ins, so they could use their device. Patient services helped the patient try and start a charge session and was able to bypass the no device found screen. The patient reported seeing the patient controller battery was low. Patient services recommended that the patient charge their patient controller to 100 percent and then try and charge their ins. It was reviewed that the patient could call back if they still continued to have issues and more troubleshooting could be done. The patient accepted this. The patient first noticed they couldn¿t charge their ins and go the no device found screen ¿a week and a half ago¿ in (B)(6) 2019. The patient¿s return of symptoms/hurting began three to four days ago (jan-2019). No further complications were reported/anticipated.